Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3 and b5 was inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e207 was caused by an emergency light failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that the device was inspected prior to use. Additionally, the reported event (error e207) occurred during preparation for use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered emergency light failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e207(emergency lamp is blown or failed) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.